Manufacturer narrative:
Patient identifier: multiple patients: (B)(6). All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed an increase in expected values for the positive control for architect havab-igg. The customer¿s established range for the positive control is 1.03-3.53 s/co. The following control data was provided: on (B)(6) 2022: 2.47 s/co, on (B)(6) 2022: 2.38 s/co, on (B)(6) 2022: 2.55 s/co, on (B)(6) 2022: 2.50 s/co, on (B)(6) 2022: 2.81 s/co. Negative controls were within range with no reported increase. Values were verified in the package insert. The customer performed a retest using 3 samples that were previously tested on (B)(6)2022 using the architect havab-igg assay. The results were discrepant. The following data was provided: ID: (B)(4). On (B)(6) 2022: result: 0.47 (s/co), on (B)(6) 2022: retest: 2.46/ 1.76/1.91/2.63/2.38/1.16 (s/co). ID:(B)(4). On (B)(6) 2022: result: 1.74 (s/co), on (B)(6) 2022: retest: 0.88/0.37 /0.96/0.45/0.61/0/42 (s/co). ID: (B)(4). On (B)(6) 2022: result: 1.23 (s/co), on (B)(6) 2022: retest: 0.79/0, 69/0.38/0.42/0.88 (s/co). During a follow up with the customer, the following information was provided regarding the repetitions: module 1 and nto (support lab): unit (s/co) ID: (B)(4). Module 1 = 1.16, nto= 0.65 (alinity). ID: (B)(4). Module 1= 0.42, nto = 0.33 (alinity). ID: (B)(4). Module 1 = 0.88, nto = 0.38 (alinity). There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed troubleshooting procedures, and replaced parts including the valve, vacuum (rohs) (7-76446-01) on the i2000sr analyzer, serial number (B)(6), as it was found to be clogged. The valve, vacuum (rohs) (7-76446-01) was determined to be the likely cause of the issue. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the device history records did not identify any similar issues or trends related to the architect system or the complaint issue. A review of historical data associated with the valve, manifold kit (rohs) did not identify any trends or non-conformances. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or product deficiency was identified for the architect i2000sr analyzer, serial number (B)(6).